Event description:
It was reported that the insulin pump was not delivering any insulin. All the tests passed, but the customer insisted that he was not receiving any insulin. Had the customer to run a 5.0 units though a manual bolus and the insulin did not exit and no alarms noted. Had the caller to remove the reservoir from the device and to prime, the insulin did exit. Advised the caller to do a manual bolus again with 2.0 units and no insulin did exit. Reviewed the bolus history and the both deliveries were registered. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed basal rates and boluses deliverd and recorded properly during testing. No bolus or delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.